Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.